Manufacturer narrative:
It was reported that the patient had a fall and sustained a peri prosthetic fracture. Dr plated the femur and cabelled around the existing prosthesis. The associated cpcs collarless high offset stem was not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that the provided x-ray image supports the reported periprosthetic fracture post plate and cabling. The patient impact beyond the reported loosening post plate/cabling and revision could not be determined. No further medical assessment can be rendered at this time. The reported fall cannot be ruled out as a contributing factor to the loosening and periprosthetic fracture. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to a periprosthetic fracture. Dr plated her femur and cabelled around the existing prosthesis.